Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of the tibia to an in bone and talus to a flat cut adaptis infinity for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined that: ¿the pe liner is not directly visible in the CT-scan, this can only be assessed with a little uncertainty, however, there are no clear signs of dislocation/or damage to it.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of the tibia to an inbone and talus to a flat cut adaptis infinity for reasons that are not available at the time of this report.